Manufacturer narrative:
The additional device referenced with the same reported issue is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to ablation procedure. Reportedly, the sutures with the knot came out of the patient anatomy with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 8.5fr and the ablation procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.